Event description:
It was reported that at the time of the pump replacement the catheter was not replaced and a priming bolus was not performed. The pt was hospitalized for observation for approximately 48 hours. The pt's outcome indicated that the pt didn't have any undesirable effect and was doing well. The pump was used to deliver baclofen.